Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard nodules, lipoatrophy and loss of facial contour are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation, patient problem/medical problem: "undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. . These include, but are not limited to: ¿ induration or nodules at the injection site. ¿ any other undesirable side effects associated with injection of juvéderm ultra plus¿ xc must be reported to the distributor and/or to the manufacturer."

Event description:
Healthcare professional reported treating a patient that was injected with juvéderm¿ voluma¿ in the cheeks and again possibly with the remaining volume 3 days later in the chin by another injector. Three weeks later, the patient had additional injections with juvéderm ultra plus¿ xc in the chin and ¿nasal frenum" by another injector. About 3 months later, the patient developed ¿multiple asymptomatic, discreet, palpable, non tender, nodules over [their] face which were hard, freely mobile and tethered to skin.¿ symptoms were mainly at the mid face in the cheek area. There was also asymmetry with ¿no peri-lesional erythema and/or edema," nil frank infection and "no obvious clinical signs/symptoms of active inflammation seen." The patient however did have treatment to ¿attempt to dissolve the nodules and rectify the facial features.¿ treatment consisted of: spot micro current, four sessions of spot laser photo facial, monofilament polydioxanone thread insertion and two sessions of hyalase. Treatment was started the same day symptoms and went on over the course of 5 months. Seven months after treatment began, the patient was given another injection with juvéderm ultra plus¿ xc (no complaint against this device) in the right cheek that was used for " ¿maintenance alternating full face" and "spot refilling in small volume deficient areas." Patient was also given another treatment of spot photo facials. Ten months later, the patient was given thermage cpt and platelet rich plasma therapy on the face and neck over the course of 5 months. Patient was eventually referred to a plastic reconstructive surgeon 3 months later. Patient has "showed significant clinical improvement" and now has "visible lipoatrophy." Treatment has been "effective in controlling further deterioration, and complete resolution of the nodules." Patient is "unhappy about the loss of her facial contour and asymmetry." It is more pronounced on right cheek. Symptoms are ongoing. The patient has frequently traveled abroad and has a history of hospitalization about 2 years after the initial injection for "stress" that lead to "acute hyperglycaemia and related symptoms.

Manufacturer narrative:
Medwatch sent to FDA on 8/31/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported treating a patient that was injected with juvéderm voluma in the cheeks and again possibly with the remaining volume 3 days later in the chin by another injector. Three weeks later, the patient had additional injections with juvéderm ultra plus xc in the chin and ¿nasal frenum" by another injector. About 3 months later, the patient developed ¿multiple asymptomatic, discreet, palpable, non tender, nodules over [their] face which were hard, freely mobile and tethered to skin.¿ symptoms were mainly at the mid face in the cheek area. There was also asymmetry with ¿no peri-lesional erythema and/or edema," nil frank infection and "no obvious clinical signs/symptoms of active inflammation seen." The patient however did have treatment to ¿attempt to dissolve the nodules and rectify the facial features.¿ treatment consisted of: spot micro current, four sessions of spot laser photo facial, monofilament polydioxanone thread insertion and two sessions of hyalase. Treatment was started the same day symptoms and went on over the course of 5 months. Seven months after treatment began, the patient was given another injection with juvéderm ultra plus xc (no complaint against this device) in the right cheek that was used for " ¿maintenance alternating full face" and "spot refilling in small volume deficient areas." Patient was also given another treatment of spot photo facials. Ten months later, the patient was given thermage cpt and platelet rich plasma therapy on the face and neck over the course of 5 months. Patient was eventually referred to a plastic reconstructive surgeon 3 months later. Patient has "showed significant clinical improvement" and now has "visible lipoatrophy." Treatment has been "effective in controlling further deterioration, and complete resolution of the nodules." Patient is "unhappy about the loss of her facial contour and asymmetry." It is more pronounced on right cheek. Symptoms are ongoing. The patient has frequently traveled abroad and has a history of hospitalization about 2 years after the initial injection for "stress" that lead to "acute hyperglycaemia and related symptoms.